Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. E3 initial reporter occupation: lawyer. Patient code: no code available (3191) was used to capture medical device removal.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Initial reporter is a non-healthcare professional. (B)(4).

Event description:
On (B)(6) 2016, the patient underwent a right knee revision due to loosening of the tibial component, and pain. The surgeon reported the tibial component was loose with fragmented cement and synovitis. He noted the femoral and patellar components were solid and not revised. The patient was implanted with depuy tibial revision system and depuy cement x 1. There were no complications reported with the procedure. Doi: (B)(6) 2014. Doi: (B)(6) 2016 (rt knee).